Event description:
It was reported that at six months after initial surgery pt came to surgeon describing groin pain. Pain prevailed until the surgeon revised acetabular component. Acetabular component was not ingrown at the time of revision.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.